Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient stopped feeling stimulation and once their device was interrogated everything appeared to be working although nothing was adjusted. Further details were obtained noting the patient's seizures have increased over the last month and she has not felt the device turn on. Once the device was interrogated in the clinic, the patient felt it turn back on and all values were within normal limits. Although all values were ok, it is suspected that the patient's device has experienced a reed switch malfunction. The believed cause of the increased seizures is a reed switch malfunction and they are unsure if the increase in above, below or back to pre-vns baseline levels. The patient then underwent a generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Product analysis was completed on the returned generator. No anomalies were seen and the device performed according to functional specifications.

Event description:
Additional information received noting that the cause of the increased seizures is due to vns stimulation. The physician's office reported that the device was not stimulating at the programmed intervals, but this was confirmed invalid by the product analysis results. No anomalies were seen and the device performed according to functional specifications.also, the increase in seizures was reported to be above pre-vns baseline levels.

Event description:
The suspect generator was received, and product analysis is underway. Internal data from the generator was also received and reviewed. From the data review, the generator appears to be functioning as expected.